Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry wouldn't open after performing a spin. They reported the manual door was opening process was successfully performed to get the patient out. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Unable to replicate reported issue. System checkout completed and system is operational. H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.